Event description:
Coiling treatment of an aneurysm. It was reported during coil delivery, the pusher assembly kinked when the coil could not be further advanced. During device removal, the pusher assembly broke and the coil detached in the catheter. A snare was used to remove the coil. No patient injury reported.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the evaluation is completed.